Manufacturer narrative:
The suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause. It is most likely that the epc is causing the issue. However, vyaire medical will initiate a replacement for the main board 030.500.060. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having a technical failure 401 - "inspiration valve or device leaky" happened during start-up, when hepa filter is installed. Also, 2 to 3 minutes ahead before the patient circuit is changed, after changing the clock date/time setting, the screen is blurry white and the red led is lit. The device was replaced, and it was confirmed that ventilation was continued in the test run. Then, alarm sounded, user-interface shutdown was displayed. Furthermore, the patient was given manual vantilation via bag valve mask and there was no patient harm associated with the event.